Manufacturer narrative:
Based on the information available for assessment, a relationship between the twiist automated insulin delivery (aid) system and the user's symptoms could not be confirmed. Investigation is ongoing; therefore, system functionality cannot be verified at this time. However, this event is not being reported to the FDA as a device malfunction as the user remains ongoing on their twiist pump and exchanged their infusion site to address their elevated glucose. ICU medical's cleo 90 infusion set is distributed by millyard advanced medical products, llc, for use with the twiist aid system. No components or additional information relevant to the reported event have been made available to millyard advanced medical products, llc, for further investigation.

Event description:
An initial event notification was received by sequel med tech, llc, on 20-jan-2026 and forwarded to millyard advanced medical products, llc on the same day. The user reported changing their infusion site early in the morning on (B)(6) 2026. The user reported that they were unsure if the cleo 90 infusion site was inserted correctly as they did not hear the expected "click" and noticed that the needle did not immediately retract upon removal of the inserter from their skin. Upon waking a few hours later, the user reported a sensor glucose reading of over 400 mg/dl. The user reported shortness of breath but declined needing emergency services. The user reportedly changed their infusion site and administered exogenous insulin to address their elevated glucose. The user later reported that they consistently experience postprandial hyperglycemia using the twiist automated insulin delivery (aid) system, noting that their infusion sites are often red and swollen. The user remains ongoing on the twiist aid system.